Event description:
The intraocular lens (iol) haptic did not fit behind the iris and kept flipping during insertion. Removal of the lens was required and the capsule tore. An anterior chamber lens was inserted.